Event description:
This was a lead extraction case conducted in the operating room, to remove a pacemaker and 2 medtronic 5076 leads (ra and rv) due to infection. Both leads were 10 years old. Patient was prepped and draped with all hrs consensus statement considerations in place. (Femoral sheaths, a-line, temporary pacing wire placed, sternum and abdomen prepped for open chest, surgical trays open, 4 units in the room, CT in the room, perfusion machine and perfusionist in the room.) The CT surgeon opened the pocket and removed the device. The ep physician placed stylet in the ra lead and attempted to retract the helix. Visualization could not determine whether the helix had retracted. The ep placed a stylet in the rv lead to retract the helix with the same results. Both physicians worked together to cut and prep both 5076 leads with lld-ez's. A 14f laser sheath was calibrated and flushed to start laser on the atrial lead. The ep began the extraction of the ra lead with the 14f sls and a 33 medium visisheath in place. Progress from insertion site to the svc was tough and went slowly, caused by lead to vessel and lead on lead adhesions. The rv lead lld needed tension to prevent the lead from pushing forward into the vasculature. There was obvious lead on lead adhesions as the svc was approached. The visisheath was never used to manually break up these adhesions in front of the laser sheath. When the innominate svc junction was reached, an adhesion prevented progress. The ep put more tension on the lead and it abruptly came free. The bp was monitored and checked using heart border imaging via fluoroscopy before moving to the rv lead. The laser was then placed onto the rv lead, when anesthesia noticed a significant drop in bp. Anesthesia immediately started giving volume while the CT surgeon started intervention with a subxiphoid incision. There was no blood in the pericardium and the patients pressures stabilized. It was thought at this point that it was a vagal response, so the extraction of the rv lead continued. Progress was a little faster on the rv lead to the innominate svc junction, when anesthesia again noticed a drop in pressure. The fluoroscopy identified blood collecting in the left chest. The CT surgeon used his subxiphoid incision to enter this space. He used suction to remove around 250cc of blood. Minimal blood/volume was needed to keep her stable. The CT surgeon placed a couple of drain tubes, and her volume loss was monitored for several minutes. The CT surgeon did not feel a sternotomy was required at this time. The extraction of the rv lead was completed. Patient remained stable with minimal additional blood loss. Incisions were closed with drains in place. Patient was pacemaker dependent, so temporary pacing lead was placed from the neck. The patient was moved to the ICU in stable condition. Patient remained stable over the weekend and has no further blood loss.